Event description:
Philips received a complaint on a patient information center ix (pic ix) indicating that no sound was coming out of the speaker connected to the pic ix. The customer biomedical engineer (biomed) had rebooted the system and reviewed the alarm settings, and was not hearing any come through the speaker. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips remote service engineer (rse) worked with the customer biomed. Per the rse, no sound was coming out of the speaker connected to the pic ix; audio was coming out of the mirrored caregiver station display. When the audio coming from the display was disabled, the audio did come out of the connected speaker. The biomed stated that the audio for their central station is coming out of a separate caregiver display and stated that they are trying to get audio back out of the nurse's station speaker. The biomed asked if there is any way to have audio come out of both the speaker and caregiver display. The rse informed the biomed that there is, but only with a remote speaker kit. The biomed stated that they had unplugged the caregiver display; the rse instructed customer to plug the caregiver display extender back in, and the biomed was able to plug it back in. The rse worked with the biomed to get the display to show patient sectors and noted that audio was defaulted to the display rather than the speaker kit. The rse had the biomed go to system configuration -> tools -> control panel -> sounds and disable the display audio and tested the speaker audio; the test was successful. The rse then instructed the biomed to set a monitor in demo; icu4 monitor was set to demo mode. The biomed changed the alarm limits so that a red alarm showed in the sector; alarm audio played at the nurses station. Based on the results of the analysis, the product was confirmed to be operating per specifications and the cause of the reported problem was related to the audio configuration. The issue was resolved by changing the configuration. A review of the service history for this device shows no further reports for this device and issue. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.